Manufacturer narrative:
Device passed the displacement test and self test. No flashing or solid white display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose was 360 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the display was flashing or solid white. Customer stated that the insulin pump was not bumped or dropped. The insulin pump will not be returned for analysis.